Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 690 mg/dl. Prior to the event, the customer changed the infusion set three times and treated with manual injections. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. As the mother was removing the infusion set, she noticed insulin leaking from the reservoir and tubing connection. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2011-00747.